Event description:
Consumer used the product on the left side of her back for 7 to 8 hrs. When she pulled off the patch, skin came off in 2 to 3 small spots. She described the areas with removed skin as burning, itching, and bleeding. She self-treated the area with ointment and bandage. It is unk if she sought medical attention.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. Review conducted by manufacturer yielded no additional complaints or trends to date for this lot number. We will continue to monitor for other similar complaints, compose trend reports and utilize the info for continuous improvement. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.